Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a staphylococcus pseudintermediusis driveline infection on (B)(6) 2020. The patient was experiencing purulent drainage and pain at their driveline exit site. On (B)(6) 2020 the patient underwent an incision and drainage (I&d) and a wound vacuum assisted closure (vac) placed. They started an IV course of vancomycin and cefepime while awaiting intraoperative cultures. The patient underwent a repeat I&d on (B)(6) 2020. The driveline was relocated on (B)(6) 2020. The patient's driveline exit site drainage and pain returned so on (B)(6) 2020 new cultures were taken that revealed mycobacterium massiliense. The patient underwent additional I&d on (B)(6) 2020 and (B)(6) 2020. They were treated with tigecycline (tygacil), imipenem, and oral azithromycin.